Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin pump was received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they had a low blood glucose incident on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer feels like it was the pump that caused her lows and does not feel safe using it. The customer's daughter is a paramedic and monitored the customer but they did not call paramedics. The insulin pump will be returned for analysis.